Manufacturer narrative:
Unique device identifier: (B)(4). Device history record: the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield ultra base unit was returned for evaluation: failure analysis: unit received with the base handle having been closed without the 6-inch transitional installed and this deformed the handle hole. Unit received without the 6-inch transitional member. The shock cushion and ¼ inch pin were worn and the adjustment wrench had worn threads. General maintenance, cleaning and replacement of worn components is required. Root cause: complaint confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00102. A facility reported that the handle on the mayfield ultra base unit (a2101) would not lock. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.